Event description:
It was reported that during treatment procedure, a tip detachment occurred. The 99% stenosed target lesion was located in the right coronary artery. The physician experienced resistance when advancing the 185cm kinetix guide wire and was unable to completely cross the lesion. The physician withdrew the kinetix guide wire and injected contrast to view the lesion. The physician noticed the tip of the guide wire detached in the right coronary artery and did not attempt to retrieve the device. The procedure was completed with a non-bsc guide wire and non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.25" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during treatment procedure, a tip detachment occurred. The 99% stenosed target lesion was located in the right coronary artery. The physician experienced resistance when advancing the 185cm kinetix guide wire and was unable to completely cross the lesion. The physician withdrew the kinetix guide wire and injected contrast to view the lesion. The physician noticed the tip of the guide wire detached in the right coronary artery and did not attempt to retrieve the device. The procedure was completed with a non-bsc guide wire and non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)